Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Event description:
New information revealed that the system did not cause or contribute to the patient's death.